Manufacturer narrative:
It was originally reported that the failure of the foot end lift actuator failed, leading to the lift collapsing. However, after further investigation by a stryker quality assurance engineer, it was determined that, although the actuator did fail, it did not lead to a lift collapse, but instead caused the lift to be stuck in the lowest position. A replacement actuator was sent to the customer as they would like to complete the repair themselves.

Event description:
It was reported that the foot end hi-lo actuator causing the lift to be stuck in the lowest height. No patient involvement and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted to include UDI.

Event description:
It was reported that the foot end hi-lo actuator causing the lift to be stuck in the lowest height. No patient involvement and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the foot end hi-lo actuator failed internally leading to the lift suddenly collapsing. No patient involvement and no adverse consequence or clinically relevant delay in treatment was reported.